Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment cap and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: during investigation, the battery compartment was cracked at the threads to the left side of the grip pad to the seal. No evidence of physical damage was found on the battery cap. The battery cap fit for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.